Manufacturer narrative:
The radiographic images showed evidence of osteolysis posteriorly and anteriorly at the superior endplates. Although osteolytic changes were noted at the superior endplate, there was no evidence of metabolic bone reaction. A lateral CT scan on the cervical spine showed large osteolytic changes at both endplates suggesting possible loosening.

Event description:
M6-c device revised due to osteolysis. The device was explanted. The condition of the device at the time of removal is unknown.

Manufacturer narrative:
Additional information and the return of the device has been requested. Without a device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified.